Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Intermittent button response error was noted during the test due to corroded keypad traces. The insulin was received with a minor scratched lcd window and cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call indicating a keypad anomaly from the insulin pump. The patient's blood glucose level was unknown. The patient reported of an excessive no delivery alarm. The customer stated that he wore the pump into the pool and the keypad failed to respond. The customer could not recall any significant event leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.